Manufacturer narrative:
The boston scientific sales representative stated there was nothing noticeably damaged on the lead or the device header. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited no capture. A revision procedure was performed and the lead was removed from service and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the helix was extended and there was blood and body fluid noted in the helix housing and in the neck region. The tip and helix are intact and appear undamaged. Resistance and pressure testing were performed which confirmed the electrical continuity and insulation integrity of the lead. Laboratory analysis did not identify any lead anomalies that would have caused or contributed to the reported clinical observations.